Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing excessive charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium severing, a known failure mode for 35j batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation medical devices: 1782tc lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for end of service (eos). The device went from recommended replacement time (rrt) to eos quicker than expected due to excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.